Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter. Should additional information become available, the file will be updated.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure. The needle fell out of the device during the case. There was no patient injury.